Event description:
Customer reported incident involving a patient that was given the wrong dosage on an alaris pump, they had downloaded event log and requested interpretation for their staff to review. The patient had a maintenance fluid, no programmed in guardrails. Device was noted to be running at 75 ml but should have been at 15 ml/hr. Nurse stated that she did not change the dose. Customer was not sure whether the parent changed the dose or not because the nurse said she checked the dose in the morning, and it was correct, and then at 1230, the physician noticed the wrong dose infusing. According to the physician, the patient was not harmed. Device log has been received; investigation has not been completed. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Patient information requested, and all available information is included.